Event description:
It was reported that an infusor leaked. This occurred during patient infusion. The reporter stated that the solution was observed to be coming out from the junction of the infusor tubing and the patient control module. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The infusor was returned for evaluation; however, the patient control module was not returned. Visual inspection of the infusor did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing found no evidence of a leak on the infusor's tubing. The initial evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.